Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had to seek unspecified medical attention due to a pod¿s pink slide not moving forward into the viewing window when the pod was activated; this indicates a needle mechanism failure. The duration the pod was worn, symptoms and diagnosis were not reported. As treatment, a new pod was placed. No impact to the patient's glucose level was reported.